Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a superion patient had their spacer explanted during a laminectomy/fusion procedure. The laminectomy/fusion procedure was done in the same area in which the spacers were implanted in. The reason for the laminectomy/fusion was due to the patient's pain persisting, even with the superion spacer implanted.